Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhmbp-2/acs. At an unknown time post-op, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries." No additional information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior fusion from t12 to l1 and l1 to l2 using rhbmp-2/acs and an interbody cage. Reportedly, following the surgery, the patient developed inflammation, back pain, and other injuries. The patient is on pain medications and will have to undergo a revision surgery. It was reported that the patient can't work, can't sit up straight for long periods of time, can't walk, has no sex life, and is paralyzed from the surgery site downward. It was reported that the patient continues to experience daily, disabling pain that prevents him from working and performing many basic activities of daily living.